Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient has had a clear fluid collection around her catheter incision. She stateed that she has had it drained several times since january. Today, the hcp drained more fluid while opening the catheter incision site. He was able to clear the catheter easily from the catheter access port. Then he injected IV dye and flushed it with preservative free, normal saline. Upon doing so he was unable to see any leaks on x-ray or from observing the exposed catheter. He stated that he thought she has a csf leak from the original placement of her pump catheter. He opted to do a blood patch during the surgery today. He also trimmed a 2 cm portion of the distal catheter and then used colettes to reattach her original 8780.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.